Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and advised the customer to reboot the system to resolve the issue. The device was confirmed to be operating after the device was reboot. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone (B)(6). E1: reporter phone # (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported alarm malfunction. The device was not in u se on patient at time of event, there was no adverse event reported.